Manufacturer narrative:
Investigation: three open 32g x 4mm pen needle samples and five photos were returned from lot. No. 8205949, cat. No. 320136. Visual examination was carried out on all three samples and photos and a broken non patient end of cannula was observed on two samples. A clog test was carried out on the third sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that there were 3 occurrences where insulin was not injected with a bd pen ndl¿ 32ga 4mm 14bag 700case jp. The following information was provided by the initial reporter, translated from japanese to english: drug didn't come out.

Manufacturer narrative:
Date of event: unknown. (B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 3 occurrences where insulin was not injected with a bd pen ndl¿ 32ga 4mm 14bag 700case jp. The following information was provided by the initial reporter, translated from (B)(6) to english: drug didn't come out.